Event description:
According to the customer's allegation, the user of the accu-chek insight flex reported that the infusion set was leaking at the headset, after delivering a bolus, which resulted in elevated blood glucose levels. The user reported that this occurred with 1 in every 3 cannula's from the box.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was discarded.